Event description:
It was reported that the product arrived to the account with a foreign particle inside the packaging.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.